Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an e0d fault message on channel b of the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to mdrs 1828100-2014-00963 and 1828100-2014-00964. The fsr was troubleshooting and was unable to duplicate the reported issue. The fsr noted the water and ice at the user facility leaves a grainy white residue in the tanks. He cleaned and rinsed residue from the tanks, completed a preventive maintenance (pm) and replaced the filters. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.